Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, in (B)(6) 2015 was implanted a profemur preserve size 7 (ref. (B)(4)) with a interchangeable neck (12/14) v/v8 long cocr (ref. (B)(4)) and biolox femoral head size 36 (ref. (B)(4)) with procotyl l shell size 54 (ref. (B)(4)) and biolox delta liner size 36 ((B)(4)). In (B)(6) 2016 there was a suspect of metal-on-metal pseudotumor (alval).